Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a potential inappropriate shock on an atrial driven arrythmia episode. Technical services (ts) reviewed the stored ventricular event and noted the rhythm was atrial driven with 1:1 conduction that was treated with a 23 joule shock. The deice had no anti-tachycardia pacing (atp) therapy programmed first so ts recommended to program the atp therapy first to avoid go straight to shock therapy. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field b5: describe event or problem , section b.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded high out-of-range pacing impedance measurements on this right atrial (ra) lead, observed during an office interrogation approximately seven months ago. No adverse patient effects were reported. This ra lead remains in service.